Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, unspecified elevated blood glucose (bg) levels. The customer administered a manual injection to address the elevated bg. The customer alleged that the elevated bg was due to the pump's carbohydrate ratio and basal rates needing to be adjusted. Tandem technical support advised customer to call back to troubleshoot and consult a healthcare provider if the elevated bg issue reoccurs.